Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Additionally, it was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issues. There was no reported adverse impact to the customer blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.